Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered during thumb advancer deployment and exchange sheath splitting could not be completed. The safety release was activated, retracting the locator wings, which released the device from the patient anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was fully clip deployed with the clip remaining on the distal end of the flex-guide. The locator wings were severely bent interfering with their collapse into the clip delivery tubeset, which also captured the deployed clip. The reported failure to complete thumb advancer deployment and exchange sheath slitting could not be confirmed. The damaged detected and the condition of the returned device is consistent with the reported difficulty or resistance encountered during thumb advancer deployment. Based on the evaluation findings, the probable root cause for the bent locator wings is due to tissue being compressed between the clip delivery tubeset and locators wings during thumb advancer deployment. This created distal force during thumb advancer deployment, bending the locator wings and creating resistance during distal advancement. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.